Event description:
It was reported that the patient presented in-clinic for the follow up. It was found that the patient's right atrial (ra) lead exhibited noise causing inappropriate mode switch. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection found external insulation abrasion breaching the outer insulation and exposing outer coil distal to the suture tie impressions. The cause of the reported event was due to exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies found.